Event description:
It was reported that the pacemaker system triggered lead safety switch (lss) on this right ventricular (rv) channel due to high out of range pacing impedance measurements. The rv lead impedance measurements were greater than 2000 ohms and the lead is now programmed to fixed sensitivity. The plan was to continue monitoring and the patient will be seen in clinic soon. This rv lead remains in service. No adverse patient effects were reported.